Event description:
The customer contacted abbott to report the axsym rubella igg calibration failed and error codes 1111 (calibration check failure, m-cal 1, response too large) and 1048 (calibration check failure, cal a/b, ratio too large) were generated. Maintenance and troubleshooting procedures were reviewed with the customer and the customer was advised to replace the matrix cell lot, perform decontamination and then recalibrate. The customer reported the recalibration was unsuccessful following the maintenance procedures. The customer was sent a new lot of calibrators and reagent. The customer reported the calibration still failed using the new reagent and calibrator lots, and error code 1018 (calibration check failure, cal a, result too high) was generated. The customer tried calibrating with the old lot of reagent and observed the same error message, therefore, the customer was sent another lot of reagent and calibrators. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.